Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that clarification of the reported events have not been provided as of the date of this investigation. Based on the information provided, the device was not used during the procedure due to the tips appeared "stripped"; therefore, the procedure was completed without delay via a change in surgical technique. No patient injury was reported. The root cause per complaint details was the stripped tips. The patient impact beyond the reported change in surgical technique could not be determined; although no injury was reported. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during inspection before procedure thr, the hexdriver tip appeared stripped. The procedure was completed without delay. There was a change in technique because the hex driver tip was stripped. No patient injury or other complications were reported.